Event description:
The thermabasin was found to have a long hair inside the packaging. The product was removed from the plastic wrap. Then the outer blue paper wrap was removed and a long hair was found clinging to the underside of the actual plastic basin. FDA safety report ID# (B)(4).